Event description:
The patient stated that, in 2007, he felt ill, which prompted him to measure his blood glucose. His symptoms at the time included vomiting and diarrhea. He then reported a blood glucose value of 554 mg/dl. Because of his blood glucose value was elevated, he determined the need to inspect his infusion site. Upon removing, the infusion set headset from his body, he noticed that the cannula was kinked slightly and there was some blood at the infusion site on his body. He then changed his infusion set and headset. To decrease his blood glucose to his normal range, he administered an 8 unit bolus of insulin using his infusion device. He reported a normal blood glucose range of 120-150 mg/dl. Although he had disposed of the affected headset and could not provide the lot number, he did convey that the infusion set that he was using may have been put into use after it had expired.he was advised to properly dispose of all infusion sets he had available that had expired. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was available to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.